Event description:
Olympus was informed that during a diagnostic transperineal biopsy of the prostate (tpb) procedure, the ceramic insulation at the distal end of the suspect medical device detached and fell inside the patient's urethra. This occurred when the operating surgeon withdrew the inner sheath from the patient. However, no fragment/part remained inside the patient as the ceramic insulation was reportedly retrieved by unknown approach. The intended procedure was subsequently completed with the same medical device and there was no adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not yet returned to the manufacturer for evaluation/investigation. Therefore the exact cause of the user's experience and the reported phenomenon could not be determined and is being judged as unknown. However, if the suspect medical device is returned for evaluation/investigation or additional significant information becomes available, this report will be updated. Olympus submits this incident as a medical device report (MDR) in abundance of caution.